Event description:
Attempted to implant a collamer lens and was unable to lead the lens and cartridge into the injector. The lens was not implanted and there was no pt contact. The facility stated it is unknown if a malfunction occurred. The model and lot numbers of the cartridge and injector were not specified by the facility.